Manufacturer narrative:
(B)(4). On 10/08/2021 customer alleged pump has cosmetic damage (cracked battery compartment). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, missing display window/cover, keypad overlay peeling, cracked reservoir tube lip, cracked case on battery tube, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on battery tube and cracked battery tube threads was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack around battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.